Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Upon reassessment of the reported event, it was determined to be not a complaint as there is no failure alleged against the device. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not a complaint as there is no failure alleged against the device. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to infection approximately 1 month post implantation. Attempts have been made and additional information on the reported event is unavailable.